Manufacturer narrative:
(B)(6). Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for poor barrier separation was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was not able to duplicate or confirm the customer's indicated failure mode, therefore an absolute root cause cannot be determined at this time.

Event description:
It was reported that bd vacutainer® cpt glass tubes with blue/black speckled conventional closure are not separating mononuclear cells as they should. No serious injury or medical intervention reported.